Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used in a procedure on (B)(6), 2010. According to the complainant, during the procedure, while in the patient's esophagus, they attempted to deploy a band and two bands came off at the same time. The bands fell into the patient. There were no attempts to retrieve the bands and the physician did not have any concerns letting them pass naturally. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used in a procedure on (B)(6), 2010. According to the complainant, during the procedure, while in the patient's esophagus, they attempted to deploy a band and two bands came off at the same time. The bands fell into the patient. There were no attempts to retrieve the bands and the physician did not have any concerns letting them pass naturally. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that six of the bands remained partially deployed on the ligator. The teeth of the ligator showed damage and the deployment thread was found broken/cut at the end of the ligator head. It is likely that the thread was cut, because it did not look frayed at the end. Functionally, they were unable to get any bands to deploy. The most probable root cause may be that the force applied to the teeth exceeded the design limitations. If the teeth become deformed, the teeth will allow the knot to be pulled from the ligator without deploying the band. Once one band is not properly deployed, the subsequent bands will not deploy properly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.